Event description:
The nurse was using a bd vacutainer push button blood collection set in order to obtain a blood needle from the pt's arm, she pushed the retraction button and the device broke apart. Once the device broke apart it left the needle exposed. Neither the pt or nurse was harmed however the nurse almost sustained a needle stick injury.